Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 44mm 0 degree glenoid trial tip broke snapped off.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: size 44mm 0 degree glenoid trial tip broke snapped off patient was not affected, nurse did it accidentally on the backtable; please isolate from loan tray & organise replacement. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the apg+ sizer pin guide 44+0 was broken from the central post, the broken fragment was not returned for evaluation. The observed condition was identified as an end of life indicator; damage consistent with repeated use through the 9+ years of servicing. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the apg+ sizer pin guide 44+0 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - size 44mm 0 degree glenoid trial tip broke snapped off - patient wasn't affected, nurse did it accidentally on the backtable - please isolate from loan tray & organise replacement" the product was not returned to depuy synthes, however photos were provided for review. See attachment (sholder 1.jpeg). The photo investigation revealed that the central post of apg+ sizer pin guide 44+0 broke off. The broken fragment was not visible in the provided evidence. Based on the observed condition of the device, the investigation was able to confirm the reported event. No other problem identified. The observed breakage and cracked condition can be attributed to a combination of heavy usage and prying motion during assembling/ disassembling through the operational time on field. There are no indications of material or manufacturing defect of the device. The overall complaint was confirmed as the observed condition of the apg+ sizer pin guide 44+0 would contribute to the complained device issue. Based on the investigation findings, the potential cause has been established as unintended use and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.